Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that image freezing was caused from switch one failure and prevented real-time images from being obtained. The cause of failure of the sw1 was due to internal flooding and failure due to leak test failure caused by cable damage. The phenomenon can be prevented by following the description in the instruction manual for flooding which states: "do not reprocess or store this product with tweezers, forceps, scalpel, etc. Otherwise, a hole may be made in the camera cable, and the electrical circuit inside the product may be damaged due to water leakage. Do not hit or drop the product. Failure to do so may cause the internal electric circuit of the product to be damaged due to water leakage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a switch 1 failure. In addition, the cable was damaged with leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using a high definition camera head, there was a frozen image issue. The event occurred during preparation for use and the diagnostic procedure (cystoscopy) was completed with a similar device. There was no patient under sedation at the time, no procedural delay, or no patient harm associated with the event.